Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer and a missing reservoir tube o-ring. The device had a scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a missing retainer ring. The blood glucose at the time of the incident was unknown. Advised customer to return the broken insulin pump for analysis. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.